Manufacturer narrative:
Based on the information that has been provided, at this time no definitive conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Recurrence is a known inherent risk and is listed in the IFU as a possible complication. If additional information is obtained a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol. On (B)(6) 2000 - the patient underwent an open repair of a ventral hernia with implant of an bard/davol composix kugel hernia patch. On (B)(6) 2015 - the patient was hospitalized for a small bowel obstruction and was treated conservatively without additional surgical intervention. On (B)(6) 2016 - the patient had an md consultation looking for a second opinion due a reported bulge on his abdomen. The md ordered a CT scan of the patient's abdomen and the results indicate that the patch appeared completely detached from the abdominal wall. The mesh was noted to be at a perpendicular angle with small bowel wrapped around it. The plastic ring appeared to be intact. As reported no action has been taken at this time and patient in not symptomatic.